Event description:
On (B)(6) 2009, the pt reported that occasionally the up and down buttons of his infusion device do not work properly. He noticed the issue while attempting to bolus. He stated that he is not certain that both buttons are affected. He stated that he boluses through his clothing and he is not certain that both buttons are affected. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.